Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On august 23, 2016, it was reported that the device was bent. On september 7, 2016, it was clarified that there was no patient involvement or patient harm/injury associated with the report and no other information was recorded. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was july 9, 2013 where it was reported that the handle was not connecting to the mesh graft and the damaged components were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on september 20, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was significantly deformed and bent on the right hand side. There was minor wear noted to the roller gear and significant galling to the roller shaft extension. The roller shaft extension end was deformed. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 23, 2016 which included replacement of the bent comb, damaged roller, side plates and right hinge. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was significantly deformed and bent on the right hand side. While during the initial inspection it was noted that the comb was significantly deformed and bent on the right hand side, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the comb was bent. No adverse events have been reported as a result of this malfunction.